Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the pump emitted a call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2014 with the following findings: visual inspection revealed that there was moisture behind the display lens. During testing, the pump powered on to the ¿verify¿ screen using the returned battery cap. The pump emitted a replace battery alarm that was not able to be cleared when confirming the ¿verify¿ screen. The pump case was removed and evidence of moisture contamination was found inside the pump.